Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The master tool manipulator (mtm) was analyzed by fa and the reported failure was reproduced during sine cycle. The complaint regarding the recoverable faults and a non-recoverable fault was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported failure is attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered several recoverable faults and a non-recoverable fault. The caller stated they had a 25521 error and thought that it was linked to the vessel sealer extend. The caller stated the issue always occurred on universal surgical manipulator (usm) 2. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found that the issue was originating in the surgeon side console (ssc) on the left master tool manipulator (mtm). The tse recommended a hard power cycle of the system to resolve the issue. The customer declined but said they would try the hard power cycle after the case. The tse informed the customer that the issue was on the ssc and to potentially avoid any further disruption during the case, the surgeon could swap the ssc if possible. The caller informed the surgeon of the option. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated faults on the left master tool manipulator (mtm), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed a non-recoverable fault upon system power up. There was an error 1 present with indication to disable the left mtm to continue. The fse replaced the mtm. The system was tested and verified as ready for use. Isi has received the mtm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The complaint regarding repeated faults on the mtm was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: a left master tool manipulators (mtm) was replaced after the completion of the procedure due to numerous recoverable and non-recoverable faults. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. .